Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.

Event description:
The report received by covidien (B)(4) rep stated: the cuff is not inflated; initially injected 3 ml, after 5 ml and then 10 ml of air and not insufflate. The pt was waiting for a new cannula (bronchoaspirating), submitted to the risk of pneumonia. The problem was diagnosed quickly, taken the required actions. The cannula was replaced, without complications. No injury.